Event description:
The customer reported that the mainframe would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and resealed. The system was tested and found to be working as intended and returned to service.